Manufacturer narrative:
Pump received with critical pump error with a book image alarm and pump error 35 alarm is found in the formatted history file, problem isolated to the force sensor. The motor flex cable was found to be incompletely plugged in during visual inspection. Unable to perform the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Pump received with scratched case, case cracked behind the pump near the battery compartment, serial number label faded, serial number label stained, pillowing keypad overlay, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had physical damage of insulin pump. It was reported that insulin pump was cracked at the battery compartment. Insulin pump was not dropped. Customer's blood glucose was 78 mmol/l. Insulin pump would need to be replaced.